Event description:
The MFR received info regarding an explanted size 29 mitral valve (m7-029). The valve was implanted in 2008. Pt entered ICU haemodynamically stable and extubated 6 hrs post-operatively. The pt was transferred from ICU to the ward 48 hrs post-operatively. After 84 hrs post-operatively, pt suffered from acute dyspnea, orthopnea and systolic murmur over apex. X-ray showed severely congested lung. Echo showed severe para-valvular leakage. Operatively, it was found one leaflet was missing from the valve housing. The surgeon displaced the leaflet to the common illiac artery using a balloon and j-wire. Leaflet was surgically removed by intra-abdominal approach. Pt is reportedly doing fine.

Manufacturer narrative:
Eval: method - a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional and performance requirements at the time of MFR and release.